Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when centering a patient and moving the patient support upwards, the bed suddenly moved downward to its lowest limit. There is no allegation of death or serious injury.

Manufacturer narrative:
On (B)(6) 2016, the customer reported that while positioning a patient for a clinical CT scan, the CT couch descended to its lowest point. A philips technical support specialist (tss) confirmed that there was no harm to a patient, operator, or bystander. The patient was removed from the CT system in a controlled fashion. On 18-aug-2016, the tss and field service engineer (fse) replaced the CT couch to return the CT system to specification and resolve this issue. The fse reports that the issue was a result of a broken vertical drive screw (lead screw). On 12-sep-2016, the couch arrived at the philips best warehouse for a failed part analysis. Analysis of the material showed that the ball screw had broken in the groove of the journal. Since this is the weakest section of the ball screw, this is also the most logically expected location for fracture. The ball screw failure was most likely caused due to fatigue from a rotational bending load with a final tensile fracture. Engineering investigation concluded that misaligned / deformed / damaged parts started the fatigue in the ball screw and accelerated to a final fracture of the ball screw. The CT system is currently in clinical use.